Event description:
Deflation. The patient contacted the clinic by phone reporting bluish-colored urine; the patient was out of the country and was advised to seek a doctor in the country where she was (italy). The patient reported that the balloon was removed in italy and sought out the clinic bringing the empty balloon to begin the replacement process.